Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the target lesion was in the superficial femoral artery, with mild tortuosity and mild calcification. During the first inflation with the fox cross, the balloon ruptured at 5 atmospheres. After the withdrawal, a pinhole was observed in the balloon. It was replaced with another balloon to complete the procedure. No adverse patient effects were reported. No additional information was provided.